Event description:
It was reported via service that the wheel broke off at the head end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Other: head section assembly.